Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1743312 was returned opened in its original packaging to cirl. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab evaluation date: 15 nov 2022. Visual inspection: stent and pigtail straightener returned. Pigtail straightener returned in incorrect orientation. Kinks noted on the 2nd and 5th porthole of the pigtail curl on the tapered end. Functional inspection: 0.035 inch wire guide does not pass the kinks. Document review: prior to distribution all zebd-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1743312 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1743312. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1743312. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide. According to the initial report, this occurrence was prior to patient contact. The complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the lab evaluation on 11 nov 2022 and subsequent investigation completion on 15-nov-2022

Event description:
Supplement report being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1743312 was returned opened in its original packaging to cirl. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab evaluation date: 15-nov-2022. Visual inspection: stent and pigtail straightener returned. Pigtail straightener returned in incorrect orientation. Kinks noted on the 2nd and 5th porthole of the pigtail curl on the tapered end. Functional inspection: 0.035 inch wire guide does not pass the kinks. Document review: prior to distribution all zebd-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1743312 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1743312. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1743312. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide. According to the initial report, this occurrence was prior to patient contact. The complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The nurse found the black pipe can't pass through the pigtail to let it be straight, she change the black pipe upside to push again, there was a little stuck when passing through to the second side hole, she want ¿s to found why was that, then she found the pigtail was kinking. She changed to another one, then it's okay. Did any section of the device remain inside the patient's body? No. Please describe the object and how it was retrieved (if applicable): did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Please specify additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effect(s)? No. Please specify adverse effect(s) and provide details: no.